Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow, down arrow, and ok keypad buttons had been intermittently unresponsive and required hard button presses to elicit a response for three months and the issue had gotten worse. The reporter denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08-jul-2019 with the following findings: the keypad was found to be intact; no damage or peeling was observed. During investigation, all of the keypad buttons were intermittently unresponsive to button presses. The keypad was removed and contamination was found under all the button contacts. Unrelated to the original complaint, investigation revealed dim, discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.